Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The root cause could not be determined. No evidence was found that would suggest product error was a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications. The need for corrective action was not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address tibial loosening and possible poly deformation.